Event description:
During the product evaluation for another report, it was discovered that failure code 881:10 occurred on channel c during testing causing an interruption of delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Event description:
A customer reported getting an error-3 and error-4 messages on her freestyle freedom meter upon strip insertion and using expired test strips. The customer further reported she experienced a hypoglycemic episode with loss of consciousness and collapsed veins as her sugar dropped down to 15 mg/dl (the source of this reading is unknown). The customer was reportedly transported to a local health care facility via paramedics where she was diagnosed with hypoglycemia and treated with 50% dextrose intravenous infusion. In addition, the customer reported self-treating with unspecified pain medication. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The customer's meter and reported test strip lot were returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A reading less than 20 mg/dl would display a "lo" message.